Manufacturer narrative:
Zoll medical corp evaluated the device and observed proper operation during functional and performance testing. The reported malfunction was not replicated. The device was returned to the customer.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test fail" message. Complainant indicated that there was no pt involvement in the reported malfunction.